Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not reveal any defects. Functional testing consisted of inflating the cuff using a syringe and fully submerging into sterile water to observe for leaks. Bubbles were seen escaping from the cuff, confirming the presence of a leak. Report stated event occurred following 10 days of use with the tracheostomy tube; therefore, it is likely the damage to the cuff occurred during use. There is an inherent risk of the cuff becoming damaged when using any tracheal, tracheostomy product and is not necessarily evidence of a device failure. All units are tested following assembly, prior to packaging. The instructions for use (IFU) state that the cuff of all tracheal, tracheostomy products should be tested immediately prior to use. The IFU also warns to guard against damage by avoiding contact with sharp edges.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 10 days in use of the listed device the cuff was found to be leaking. No adverse health outcome resulted from this event.